Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported to the manufacturer,that after the implant the power base unit (pbu) functioned fine on battery when unplugged for transport. Two days later, when the pbu was unplugged for transport back to or for rvad placement,the screen went blank and the a/c failure light went on. They had pumped the pt on the way to or and used batteries on return. The surgeon stated that the pbu functioned fine when plugged into a/c power. The manufacturer' s service technician was notified. The pbu batteries were shipped to ICU for monday a.m. Delivery , and the service technician at the hospital was to install them. The vad coordinator reported that the pt was doing well with good flows. The pt remains on lvad support while awaiting a heart transplant.